Event description:
This is filed to report a perforation and worsening mr. It was reported that a mitraclip procedure was performed to treat mitral regurgitation (mr) grade 3. The clip was implanted successfully, reducing mr to grade 1-2. The next day (B)(6) 2023 an anterior leaflet perforation was observed along with worsened mr with a grade of 3-4. There was no change in the patient's symptoms. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported worsening mr and tissue injury were unable to be determined. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.